Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar cautery instrument was bent out of shape and stuck on the cannula. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument main tube was found bent. The bending damage is located at the distal end of the main tube. This failure is most commonly caused by misuse/mishandling, such as excessive loading, or improper handling during transport. A piece of the damaged insulation was found missing, measuring approximately 0.053" x 0.079" which is commonly caused by mishandling/misuse.